Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml exactamix eva tpn bags had leaked from the middle port after being compounded with an unspecified tpn solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) actual devices were returned and the evaluation is complete. Functional leak testing was performed by filling the bags with water and a leak was noted at the spike port tubing cap of all three samples. Visual inspection was performed and noted the leak at the spike port cap on all three samples. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.